Event description:
It was reported that the device would not power on. There was no pt use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly, but could not duplicate the reported failure.